Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the solenoid valve to resolve the issue. (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system generated an erroneously low results for urea nitrogen (bun). The results were not reported outside of the laboratory. There was no change to patient treatment in association with this event.